Event description:
Report received from attorney stating "during a fluoroscopic exam in early 1997, a fracture in her lead was detected. On 2/11/97 (the patient) underwent surgery to remove her j lead. At the time of extraction, the retention wire was confirmed to have fractured and was protruding through the lead's polyurethane covering. Co currently has no medical confirmation and are continuing to investigate this event.